Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a surgeon removed an intraocular lens (iol) due to "wrong power". Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned on white gauze. Solution was dried on the lens. One haptic is bent in the gusset area. The optic is torn/cut into two pieces, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. Information was provided by a health care professional (hcp) that the root cause of the explant event was due to "wrong power". The customer indicated that the 11.5 diopter lens was replaced with a12.5 diopter lens. This would suggest the root cause is most likely related to a calculation error. (B)(4).